Manufacturer narrative:
Manufacturing review: device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Visual inspection: the sample was returned with the arrow visible in the ready window, thus indicating that the device should have been in the "ready to fire state"; however, it was noted that the cannula was in the initial unprimed position with the stylet retracted in the primed position. After review of the preliminary photos, it was noted that the device was returned fully primed position. Therefore, the cannula released some time between decontamination and evaluation. There were no other visual anomalies noted on the device. Functional/performance evaluation: the firing trigger was pressed and the stylet advanced. The sample was tested by twisting the rotational knob once and the cannula was retracted and locked into place. The rotational knob was turned once more and the stylet retracted as expected. The device was functionally tested by cocking and firing the device 20 times. Medical records review: no medical records were provided; therefore, a medical record review could not be performed. Image/photo review: no images or photos were provided; therefore, a medical record review could not be performed. Conclusion: one monopty biopsy needle was returned for evaluation. The investigation was confirmed for self-activation, as the cannula released some time between decontamination and evaluation. However, the investigation was unconfirmed for difficult to fire, as no difficulties were noted when depressing the trigger to fire the device. Labeling review: the current IFU (instructions for use) states: warnings: -note: if collecting multiple samples, inspect the needle for a damaged point, bent shaft or other imperfections after each sample is collected. Do not use the needle if any imperfection is noted. Precautions: -never test the product by firing into the air. Damage may occur to the needle/cannula tip and/or patient/user injury. -before using, inspect the needle for damaged point, bent shaft or other imperfections that would prevent proper function. If the needle components are damaged or bent, do not use. -unusual force applied to the stylet or unusual resistance against the stylet while extended out of the supportive cannula may cause the stylet to bend at the specimen notch. A bent specimen notch may interfere with the needle function. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an ultrasound guided breast biopsy into normal density tissue, the trigger of the device was allegedly difficult to press when firing. The procedure was completed with the alleged device. There was no reported patient injury.

Manufacturer narrative:
No medical records and medical images were provided to the manufacturer. The lot number of the device was provided. The device history records are under review. The device has been returned for evaluation. The investigation was currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an ultrasound guided breast biopsy into normal density tissue, the trigger of the device was allegedly difficult to press when firing. The procedure was completed with the alleged device. There was no reported patient injury.